Event description:
It was reported that during an endoscopic thoracic procedure, after reloading device for a fourth time, surgeon was not able to fire at all. The compound is completely stuck in the device. Surgeon used a competitor's device to complete the procedure. There was no pt consequence.